Event description:
The customer stated that he tested his blood glucose and received a reading of 265 mg/dl using the breeze meter. He also tested using another meter and received a reading of 124 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Control solution was being sent to the customer to finish troubleshooting the test strips. No product will be returned at this time.